Event description:
It was reported that a female patient underwent an ischemic ventricular tachycardia (vt) procedure with a pentaray catheter and suffered a vascular dissection, which required stenting of the aorta from the arch to the renal arteries. The patient¿s medical history is unknown. During casual conversation in another procedure, the physician made mention of an injury from (B)(6) 2015 that may have resulted from a pentaray catheter during a vt case. The injury was an aortic dissection seen more than one hour after the procedure, when the patient was transferred to the recovery area. The patient complained of back pain and a CT scan was done in which the dissection was seen from the aortic arch to the renal arteries. The patient was treated with aortic stenting in the interventional radiology lab and was doing well at the time this complaint was reported. The physician feels that the dissection was caused by the pentaray catheter. He feels that one of the splines may have become lodged against a plaque in the aorta possibly precipitating the event. It is unknown if the patient required extended hospitalization because of the adverse event.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: smart touch catheter (model# and lot# unknown), carto 3 system (model# and serial# unknown), stockert 70 system (model# and serial# unknown), cool flow pump (model# and serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).